Manufacturer narrative:
Na

Event description:
Noise was observed on the ventricular sense/pace channel on tachy episode. Vf was falsely diagnosed and the device charged but did not deliver hv therapy. Noise was seen when the patient rolled on his side. The lead was capped.